Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 800 mg/dl. The patient reportedly self-treated with insulin via injection. The reporter alleged that the battery compartment was cracked and the pump experienced a power issue. The reporter stated the battery cap had not been replaced in seven to twelve months. The reporter denied moisture in the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power issue in the presence of pump damage.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: review of the black box data revealed that data from the date of the alleged issue had been overwritten due to the continued patient use. No power on reset events were recorded in the available black box data. On investigation, the battery compartment was confirmed to be cracked. No moisture was observed in the battery compartment. The returned battery cap was intact, without damage and able to fit securely to the pump and maintain electrical connection. The pump was exercised for 24 hours without power interruption. The total daily doses added up correctly to reflect the user¿s programmed rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed for investigation and did not reveal any evidence of internal damage, defect or contamination. The pump was found to be operating as intended without malfunction.